Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. Upon investigation the electrode belt's therapy electrodes, cable connecting the dn to the rear therapy electrode, and rear therapy electrode interconnect cable were missing. There is no indication that the missing components caused or contributed to the patient death as the patient was in asystole at the time of device shutdown. The root cause for the missing components was physical abuse. There is no indication that the defective electrode belt caused or contributed to the patient death.

Event description:
A us distributor returned an electrode belt for a non-reportable patient death and a reportable malfunction was found. There is no indication that the malfunction caused or contributed to the patient's death as the patient was in a non-treatable rhythm.